Event description:
Received report of pressure monitoring line transducer disconnecting from the manifold. A pt with a diagnosis of an intracerebral bleed had a ventriculostomy set up for monitoring and removal of csf as necessary. The pressure line was set up to a t-connector to the ventriculostomy. The line was initially flushed and no problems were noted. After it was connected to the pt, csf was noted leaking at the manifold. The line was changed, but leaked again. The line was then changed to a different lot number with no further problems reported. No pt harm reported, and practitioners had been draining off csf intermittently for therapeutic reasons.